Event description:
It was reported that an alarm 30 occurred during insulin delivery and a malfunction. The customer's blood glucose level ranged from 201-276 mg/dl. In addition, it was a cartridge change error occurred during the load sequence. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.